Event description:
Report received from the USA stating that the device required service. During service, identification was unreadable. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with an unreadable identification. If additional info becomes available a supplemental report will be submitted. Ref: (B)(4).